Event description:
It was reported that wafer had an off centered starter hole. The product was not used by the patient. No photo was available at this time. Additionally, reported that the customer had already thrown away the actual product.

Manufacturer narrative:
E1: complainant state/province: (B)(6). Patient country: japan. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.